Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that non-reactive immunoglobulin g (igg) antibodies to hepatitis c virus (ahcv) results were obtained on two patient samples on the advia centaur xpt instrument. Quality control (qc) recovered within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and found reagent 3 (r3) was out of alignment. Then the cse, replaced r3 horizontal belt, performed alignments, primed all fluids, and ran qc, which recovered acceptably. On subsequent visit, the cse reviewed r3 probe alignments, found vertical was out of position, replaced r3 vertical motor, belt, and sensor board, performed r3 alignments, primed all probes, and ran qc and calibration, which recovered acceptably. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported that initial reactive immunoglobulin g (igg) antibodies to hepatitis c virus (ahcv) results were obtained on two patient samples on an advia centaur xpt analyzer. The samples were repeated on an original analyzer. The repeat results recovered non-reactive and were considered erroneous. These erroneous results were not reported to the physician(s). The initial reactive results matched the patient¿s history and were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative (non-reactive) ahcv results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00230 on 14-oct-2024. Additional information (14-oct-2024): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) performed instrument decontamination, primed all fluid lines and adjusted acid pump rate and confirmed that both acid and base volume dispensed properly, performed a system clean and quality control (qc) which recovered acceptably. Siemens further reviewed the event and determined that there were no issues with the reagent as qc recovered within acceptable ranges, and no issues were reported with other patient samples. The instrument is performing according to specifications. No further evaluation of this device is required.